Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: 12/20/2013. The MFR (B)(4).

Event description:
An ophthalmic surgeon assistant reported that one month after an intraocular lens (iol) implant surgery, the pt was hyperopic in the right eye (od). The aimed postoperative refraction was of 0.25 d and he pt outcome was of 1.50 d. At day 3 postoperative control, the eye was calm, the cornea clear and white, the anterior chamber calm and the iol correctly placed. Add'l info has been requested.